Manufacturer narrative:
(B)(4). Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: management of 69 gastric leakages after 4294 consecutive sleeve: the experience of a high volume bariatric center author: stefano olmi1,2 & giovanni cesana1,2 & carolina rubicondo2 & alberto oldani1 & matteo uccelli1 & stefano de carli1 & francesca ciccarese1,2 & riccardo giorgi1 & roberta villa1 & adelinda zanoni1 & ayman ismail1 citation: obesity surgery (2020) 30:3084¿3092 https://doi.org/10.1007/s11695-020-04658-2 this retrospective study aims to report the experience of a high volume bariatric center in the management of leakage after laparoscopic sleeve gastrectomy (lsg) and to propose an algorithm of cure. From january 2010 to september 2018, 4294 patients underwent laparoscopic sleeve gastrectomy (lsg). Sixty-nine patients 69.7% (46/66) female with median age of 41.5 (35.0¿47.0) who developed gastric leakage were considered in this study .during laparoscopic sleeve gastrectomy (lsg) , if ethicon echelon flex ¿ 60 endopath stapler (ethicon endo- surgery inc., cincinnati, oh) was used, the black or green cartridges at the bottom of the stomach and gold and blue cartridges at the top was chosen. Sometimes the last cartridge was reinforced by buttressing of a competitors device , or the proximal third of the suture was override by suture (mic55e, pds ii, ethicon endo-clip suture, cincinnati, oh, USA). Follow-up duration was median 11.0 (4.0¿14.0 months ) with mean of 13.4 ± 15.7 months. Reported complications included: (n=69 ) leakage occurred , with symptoms of fever associated to tachycardia and abdominal pain, in a median of 6 days from surgery, and for majority of patients (80.3%), it was in the upper part of the sleeve. Three patients were treated at another hospital, and they were lost to follow up; 66 patients were treated at the clinic. It was concluded, that leakage could be treated conservatively if subclinical and < 5 mm. Surgery is mandatory if a perigastric collection is present or an organ lesion is suspected. Sems seems to be the best option to treat high level leakage.